Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump did not deliver the correct amount of insulin. The blood glucose reading was 253 mg/dl. The customer complained of headaches, dry mouth, and nausea. She stated that she had changed her infusion sets 4 times since the week prior. She reported that when she primed, the device took more units of insulin than usual. She also noted that she had been bolusing every 2 hours. The customer observed that she had administered 12 units and was only able to lower her blood glucose reading by 100 mg/dl, but she knew that she did not use more than 8 units on any given day. She requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, off no power, restart error, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was programmed with a 2 unit per hour basal rate and a 2 unit bolus delivery, which were delivered and completely recorded. No daily total anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.